Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reported the syringes are leaking past the plunger.

Manufacturer narrative:
An investigation of the reported condition was performed. The device history record (DHR) for lot indicates that no issues were found in 112 samples inspected from the lot. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues found. All scheduled maintenance and calibration activities were completed. There was no process related or material changes related to the reported condition for this product. Process monitoring data is not collected for the machine. A review of the machine setup was conducted and there were no issues found. A review of samples did not show any issue with leaking past the plunger. There was a photograph returned with this complaint. The photo shows that there is leakage past the first wiper seal of the plunger tip. The photo does not show any details. The reported condition is confirmed. The complaint shall be reopened if a sample is received. The exact root cause could not be determined from the photo as no details were evident. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, syringes are checked throughout the lot for leakage pass the plunger. The lot met all defined acceptance requirements and was released. The root cause for the reported condition cannot be specifically identified; therefore, corrective action will be limited to the manufacturing awareness. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response. If information is provided in the future, a supplemental report will be issued.